Event description:
Customer reported that he is experiencing high blood glucose. Blood glucose value is 420 mg/dl; customer has not treated, he was about to change the infusion set. Customer did not have any symptoms. Customer states he has a backup plan. During troubleshoot; customer stated the drive support cap is recessed. Customer stated the tubing has small air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Nothing further reported. Cannula was removed and customer stated it is bent and occluded. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.